Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was 60 mg/dl. The patient did not check a finger stick reading. Instead, they ate snacks and soda. After a couple of minutes, the patient's parent checked a finger stick and it was 406 mg/dl while was 60 mg/dl. The patient did not feel well and called 911. After 30 minutes, paramedics arrived and checked a finger stick reading and it was 350 mg/dl. The patient was treated with IV saline. Afterwards, the paramedics left. The patient's parent then reportedly administered 5 unites of humalog. At the time of the report, the patient was still not feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After the patient consumed a bag of taquitos and 2 bottles of soda, the patient's glucose were checked and it was reported to fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.